Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm. The customer stated that he removed and replaced the battery and the insulin pump worked fine. The customer's blood glucose was unknown. The customer had also received multiple no delivery alarms while priming the insulin pump after an infusion set change. Troubleshooting was done. Advised that the insulin pump needed to be replaced. The customer declined a replacement insulin pump. Troubleshooting for the no delivery could not be done because the issue had already been resolved. Nothing further reported.